Event description:
It was reported to philips that, while using the roadmap function during treatment of an arteriovenous malformation, the physician was unable to visualize reflux of the embolic material. According to the report, unintended embolization of arteries at the base of the neck occurred, necessitating placement of a stent in the subclavian artery. Following the procedure, the patient was transferred to the intensive care unit (ICU) for monitoring and follow-up care. No further details regarding the incident have been provided to date. An investigation into this complaint has been initiated by philips.